Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is listed as (B)(6) hospital, the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the patient temperature (pt) was dropping progressively over the last 1.5 hours in an arctic sun device. Started at 34.6c and dropped as low as 33c. Therapy currently paused. Rectal probe in place. Had them restart therapy. Patient temperature (pt) was 34.6c, targeted temperature (tt) was 37c, water temperature (wt) was 25.2c, water flow rate (wfr) was 2.5 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 20.4c, outlet control temperature (t2) was 20.5c, inlet temperature (t3) was 20.5c, chiller temperature (t4) was 6.7c, water flow rate (wfr) was 2.5 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 86 percentage, heater was 0, water reservoir level (wrl) was 3, system hours were 143.3 and pump hours were 116. Other nurse in the room stopped therapy and disconnected probe before could continue troubleshooting. Verified device programmed under normothermia at 0.25c/hr to targeted temperature (tt) was 37c. 4 pads connected. Rectal thermometer reading 36.3c and patient temperature (pt) was on device registering 35.3c. Another nurse swapped out probe for new rectal probe. Advised that they check the temperature cable connections. Had them flex cable to see if there was any movement in patient temperature (pt). Confirmed patient temperature (pt) stayed stable. Restarted therapy. Water temperature (wt) began increasing. System diagnostics showed that the outlet monitor temperature (t1) was 29.4c, outlet control temperature (t2) was 29.3c, inlet temperature (t3) was 28.7c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 2.5 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 98 percentage, mixing pump command (mpc) was 0, heater was 3, water reservoir level (wrl) was 3. Advised heater is now engaged. Suggested giving device about 45 minutes to an hour. If water temperature (wt) and patient temperature (pt) did not increase call back and would do additional trouble shooting.

Event description:
It was reported that the nurse stated that the patient temperature (pt) was dropping progressively over the last 1.5 hours in an arctic sun device. Started at 34.6c and dropped as low as 33c. Therapy currently paused. Rectal probe in place. Had them restart therapy. Patient temperature (pt) was 34.6c, targeted temperature (tt) was 37c, water temperature (wt) was 25.2c, water flow rate (wfr) was 2.5 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 20.4c, outlet control temperature (t2) was 20.5c, inlet temperature (t3) was 20.5c, chiller temperature (t4) was 6.7c, water flow rate (wfr) was 2.5 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 86 percentage, heater was 0, water reservoir level (wrl) was 3, system hours were 143.3 and pump hours were 116. Other nurse in the room stopped therapy and disconnected probe before could continue troubleshooting. Verified device programmed under normothermia at 0.25c/hr to targeted temperature (tt) was 37c. 4 pads connected. Rectal thermometer reading 36.3c and patient temperature (pt) was on device registering 35.3c. Another nurse swapped out probe for new rectal probe. Advised that they check the temperature cable connections. Had them flex cable to see if there was any movement in patient temperature (pt). Confirmed patient temperature (pt) stayed stable. Restarted therapy. Water temperature (wt) began increasing. System diagnostics showed that the outlet monitor temperature (t1) was 29.4c, outlet control temperature (t2) was 29.3c, inlet temperature (t3) was 28.7c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 2.5 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 98 percentage, mixing pump command (mpc) was 0, heater was 3, water reservoir level (wrl) was 3. Advised heater is now engaged. Suggested giving device about 45 minutes to an hour. If water temperature (wt) and patient temperature (pt) did not increase call back and would do additional trouble shooting.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. There is no allegation against a bd product. This report is being submitted as additional information. The complete initial reporter facility name is listed as nemours children's hospital, delaware. The reported device is not a bd product. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.